Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Potential factors that can contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices include, but are not limited to, manufacturing, mishandling, obstructions in the guide wire lumen, kinks/bends, advancement technique, device size selection, inner diameter of the guide wire lumen, outer diameter of the guide wire, damage to the guide wire, blood and/or contrast build up, or damage to the catheter. Furthermore, kinks in the shaft can result from factors such as, but not limited to, manufacturing, handling during removal from packaging, preparation of the catheter, patient anatomy, the amount of support provided when loading the catheter onto the guide wire or placement/removal technique. In this case, no patient anatomical information was provided and may have aided the investigation. However, there was no report of any damage observed to the catheter or guide wire prior to the procedure, which may suggest that a product deficiency did not contribute to the difficulty experienced. Return of the catheter and guide wire may have ultimately aided the investigation in determining a cause for the reported complaint. A definitive cause for the reported difficulties could not be determined. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the product was not returned and the lot number was not reported. All dilatation catheters are 100% visually inspected and checked for proper guide wire movement online during the manufacturing process. A sampling of units is destructively tested to ensure proper guide wire reversibility.

Event description:
It was reported that after treating the lesion, during removal, the balloon catheter was difficult to remove from a non-abbott guide wire. The shaft of the trek became kinked during removal. No patient effects were reported. No additional information was provided.